Event description:
It was reported that the patient experienced insulin was leaking from the site and had hyperglycemia event on (B)(6) 2026. The site location was lower left side of the abdominal area.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.